Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. It was found that there were many "high alarm displayed: downstream occlusion" messages. This was caused by a damaged dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was beeping in occlusion continuously. During physical inspection it was found that the dso seal was damaged. There is unknown patient involvement.